Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed successfully. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to reach out if the issue arises again.